Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned scope shows that the weld joint is cracked. The scope has been sent to scholly fiberoptics for additional assessment.